Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 white reload to perform failure analysis. However, as of the date of this report, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, not all staples fired while using a sureform 45 stapler instrument with a sureform 45 white reload. A sureform 45 stapler with a sureform 45 white reload stopped partway through transecting a vein and did not fire all the staples. The blade did not advance from the white stapler reload, resulting in an unspecified injury, but no bleeding occurred. To resolve the issue, a clip applier instrument was used to apply a hem-o-lok clip on the affected vein. The nurse reported there were no obstructions, such as clips, staples, or other hard material between the instrument jaws, and that the stapler instrument was not fired over an existing staple line. The patient did not experience any postoperative complications and there are no concerns regarding long-term complications.